Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Additionally, the pump shutdown unexpectedly. There was no reported impact to the customer¿s blood glucose. Reportedly, the contact declined to provide any additional information.